Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'had buttons 0, 1, 2 & 3 don't work' was not reproduced. Keypad was found to be working properly, and keypad test passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No device correction is required to address the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump keypad buttons 0, 1, 2 and 3 don't work found during testing in the biomedical service department. There was no patient involvement. No additional information is available.